Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller (rep) reports patient had ins replacement on wednesday intellis: (B)(4) due to normal battery depletion. Caller reports during the case, the middle of the lead was showing yellow impedance, reseated multiple times. Physician decided to close the case, physician was not concern. Caller reports patient is getting good coverage. Caller reports electrode impedance were done. Electrode 3 and 4 was showing yellow color impedance. Reference 34: 20 ohms reference 43: 20 ohms. Caller reports reprogramming was done, using electrodes:5+ 6- 7+13+ 14- 15+reference 56: 740 ohms7: 770 ohms13: 720 ohms14: 730 ohms15: 780 ohms reference 65: 740 ohms7: 720 ohms13: 740 ohms14: 720 ohms15: 740 ohms reference 75: 770 ohms6: 720 ohms13: 750 ohms14: 770 ohms15: 760 ohms reference 155: 780 ohms6: 740 ohms7: 760 ohms13: 790 ohms14: 740 ohms. Suggest not using electrode 6. Preprogr amming using: 5,7, 13, 14, and 15.caller reports patient continues to feel the same coverage he needs for his pain pattern. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information from patient was received. Patient reported that pts clinician and doctor found out the pt had 2 bad leads while doing the ins surgery. Pt had their ins reprogrammed 7 or 8 times and they had to go around different things since they had two bad leads. Pt could not get no answers on the two bad leads and why was it not done during surgery, pt said both the rep and hcp was beating around the bush and the pt could not get answers. Pt did not understand why they did the surgery due to bad leads for everything was hush hush. Pt said their current ins was worse than what they had the first time and no one can answer questions for it never gets better for it gets worse. Pt said the clinician and hcp was going through surgery knowing something was defective and did not want to say something about it. Pt was at the point where they were ready to get rid of manufacturer and would like to find a different doctor and get away from manufacturer then see about getting some answers. The patient was redirected to their healthcare p rovider to further address the issue. Rep stated that they met with pt on 10/07 to make an adjustment. Pt just wanted more coverage. At the end of the appt pt. Was happy with the adjustments. Rep added that she told pt to reach out to her with any additional help if needed. Rep never heard anything after 10/07. There are no records of any surgeries after the replacement surgery in (B)(6) 2020, nor was she made aware of any other device issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.